Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead and this right ventricular (rv) lead were explanted due to infection. The procedure was completed successfully, and no additional adverse patient effects were reported.